Event description:
The reporter states that he obtained the blood glucose result of 865 mg/dl on the accu-chek advantage system. The result is outside the numeric range of 10-600 mg/dl of the device. No action taken based on the result. No adverse event reported. New system sent to customer and return requested.